Event description:
The clinic reported that air was noted in the venous line past the uabd with no alarm condition. There was no patient injury or medical intervention. The clinic biomed found the machine to be operating to manufacturer's specifications. The bloodline set in use at the time of the incident was returned for functional testing.